Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pelvic pain, dysmenorrhea, dyspareunia and pelvic adhesions. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea"). The patient was treated with surgery (hyst. (Full),salping(unilateral),oophorectomy (unilateral).). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown and the heavy menstrual bleeding and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered dysmenorrhoea, ectopic pregnancy with contraceptive device and heavy menstrual bleeding to be related to essure (ess205). The reporter commented: received treatment for pain-dysmenorrhea, bleeding: menorrhagia (heavy menstrual bleeding), removal recommended by treating physician? Yes.,date of additional surgeries: (B)(6) 2010. Type of additional surgeries: salping. (Unilateral),oophorectomy (unilateral), discremptency- date(s) of removal: (B)(6) 2009, (B)(6) 2010. Date of removal: (B)(6) 2009(discrepancy noted per pif). Most recent follow-up information incorporated above includes: on 4-jun-2021: medical record received: reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea"). The patient was treated with surgery (hyst. (Full), salping (unilateral), oophorectomy (unilateral).). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered dysmenorrhoea, ectopic pregnancy with contraceptive device and menorrhagia to be related to essure (ess205). The reporter commented: received treatment for pain-dysmenorrhea, bleeding: menorrhagia (heavy menstrual bleeding), removal recommended by treating physician? Yes. Date of additional surgeries: (B)(6) 2010 type of additional surgeries: salping. (Unilateral), oophorectomy (unilateral), discrepancy date(s) of removal:(B)(6) 2009, (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case become incident, previously added injury nos was replaced with dysmenorrhea & new events- menorrhagia, ectopic, device ineffective, device monitoring procedure not performed, were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pelvic pain, dysmenorrhea, dyspareunia and pelvic adhesions. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea"). The patient was treated with surgery (hyst. (Full),salping(unilateral),oophorectomy (unilateral).). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown and the heavy menstrual bleeding and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered dysmenorrhoea, ectopic pregnancy with contraceptive device and heavy menstrual bleeding to be related to essure (ess205). The reporter commented: received treatment for pain-dysmenorrhea, bleeding: menorrhagia (heavy menstrual bleeding), removal recommended by treating physician? Yes.,date of additional surgeries: (B)(6) 2010 type of additional surgeries: salping. (Unilateral),oophorectomy (unilateral), discremptency - date(s) of removal: (B)(6) 2009,(B)(6) 2010. Date of removal: (B)(6) 2009(discrepancy noted per pif) quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.